Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alerting for excessive charge time and charge timeout. The patient was brought into the clinic for a device check. The device had declared recommended replacement time (rrt) several years ago. The alerts were programmed off. The device remains in use. No patient complications have been reported as a result of this event.